Event description:
Customer reported that on (B)(6) 2012, he received a reading of 153 mg/dl on his adc blood glucose meter, which was higher than he felt. Customer further reported that while walking in a store he began to feel "dizzy", was "unable to comprehend what was going on", was "unable to speak and communicate", sat on the floor and experienced a loss of consciousness. Paramedics were called and the customer regained consciousness in the ambulance. It was reported customer was treated on the scene "with a boost of glucose". No further information was provided because the customer declined to continue troubleshooting and disconnected the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer returned meter serial number ((B)(4)). The returned meter was investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory. Given no test strips were returned for investigation, retained test strip samples from the same lot reported by the customer (45001h938) were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. (B)(4).